Manufacturer narrative:
The device is not available for evaluation, therefore, the complaint could not be confirmed. If the product is returned or additional information obtained, a supplemental report will be submitted. (B)(4).

Event description:
Customer states that during unplanned resumption of cpb, reservoir vacuum could not be established to augment venous return. Customer heard hissing sound and assumed relief valve on reservoir opened. When placing finger over valve, vacuum improved somewhat. Patient successfully separated fro cpb without incident. Reservoir was not saved and lot number not recorded.